Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt reported that the check button of the infusion has not worked since (B)(6) 2012. She uses the blood glucose monitor to program boluses. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.